Manufacturer narrative:
The returned lead was thoroughly analyzed. An explantation set was found inside the lead body. During the analysis, the lead was visually and electrically checked. The analysis found multiple signs of abrasion along the lead body. The insulation was found to be frayed, especially 39 cm distal of the df4 connector pin. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of mechanical stress of the lead. X-ray images to confirm this assumption were not available. In addition, a deformed shock coil was found during the inspection, which is probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that after an implantation period of about 73 months, the patient received two inappropriate shocks. An lead fracture was suspected. The lead was explanted and replaced.